Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Review of the manufacturing data, and data gathered during visual and dimensional inspection and the electrical testing, did not show any abnormal results. The characterizations and electrical testing is consistent with a delta 26h cell at this level of discharge. The 25 microamps load voltage performance at the estimated delivered capacity was within the tolerance bounds predicted by the model at the estimated level of delivered capacity, and the dc resistance met specifications. Based on these results, it was concluded that the battery did not yield any unusual electrical or other properties for a battery at this stage of depletion. No problems were found with the battery. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. The initial report was submitted via a remedial action report on 2016-01-31. Analysis completed on 2016-07-25 indicated that the device no longer qualifies for exemption reporting so it is being submitted on an individual regulatory report.

Event description:
The device was returned to the manufacturer after being explanted due to premature battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.